Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees, that the report constitutes an admission that the product, ethicon, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4 primary UDI number, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4) d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1- please clarify how many devices was used on this single procedure 2- please provide the lot number of the devices involved 3 - if there are multiple patient events, ask: provide the specific number of patient events: 4- did the event occur during one or multiple patient procedures? 5- what is the total number of procedures? 6- have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture has broken a few times (different lot numbers). They feel as the suture quality has changed is slightly different. They have identified a different colouring with the ¿same¿ suture. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. .additional information was requested and the following was obtained: 1- please clarify how many devices was used on this single procedure one 2- please provide the lot number of the devices involved udbbctzo 3 - if there are multiple patient events, ask: no provide the specific number of patient events: no 4- did the event occur during one or multiple patient procedures? No 5- what is the total number of procedures? No 6- have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No 7- if this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). No.